Event description:
Customer reported having a touch screen issue with the adc device. The customer reported touchscreen "doesn't work anymore" and as a result, the customer experienced dizziness and a loss of consciousness. Customer reported being able to self-treat with 100 units of "lansus" and 100 units of "himala" (insulin) provided by third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product line, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
Customer reported having a touch screen issue with the adc device. The customer reported touchscreen "doesn't work anymore" and as a result, the customer experienced dizziness and a loss of consciousness. Customer reported being able to self-treat with 100 units of "lansus" and 100 units of "himala" (insulin) provided by third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.